Event description:
The device was used during a video assisted thoracic surgery procedure. Reportedly, the instrument was difficult to open. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Difficulty experienced opening jaws of instrument attributed to discrepancy in the collar tube component.